Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the cartridge would not fit onto the pump. Reportedly, the cartridge appeared to curve abnormally. The next cartridge was able to be loaded successfully. Customer's blood glucose level was not impacted.